Event description:
It was reported that during an unk gyn procedure, the active blade broke off of device. The broken piece of blade was retrieved but it is unk if it fell into the pt. The customer stated that she would have been notified if the case was converted to an open procedure. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.